Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was above 600 mg/dl and current blood glucose value was 502 mg/dl. Customer treated with the pump. Customer stated that the drive support cap appears normal. Customer reported that they did not allege pump was under delivering. Additionally, customer stated that the blood glucose value at the time of the event went from 300mg/dl to 600mg/dl. She had not taken any manual injections. Insulin pump will not be returned for analysis.